Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noticed that his device was not getting as rigid as it used to be. A revision surgery was performed, and it was found that there was a hole on the left cylinder. The cylinders and the pump were removed and replaced. No patient complications were reported.